Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons does not work after it has been exposed to pool water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and treated with insulin pump and 430 mg/dl at the time of call and treated with manual injection. Unable to troubleshoot for high blood glucose due to customer was not available. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.